Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to a post-operative wound infection.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient experienced a surgical wound dehiscence and was treated with oral antibiotics (specific date and duration not reported).